Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that an infection occurred and vegetation was seen on the implantable tachy lead. The organism is unknown. The implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.